Event description:
Physician was using a capio device with a gore-tex suture during a sacral spinous fixation and xenoform mesh. During the process of firing the trigger on the capio device the device did not capture the suture. The surgeon pulled out the suture and the metal bullet tip remained in the patient. After multiple attempts to locate it and remove it, it was decided that it would be safer to leave it in the patient. There was also another suture that fell off but was removed from the capio device and not left in the patient. This is a retained foreign body event.